Event description:
It was reported to vyaire medical that the vela ventilator is giving motor fault, circuit disconnect, low pip, and low ve (tidal volume ventilation) during setup prior patient use. Furthermore, there is no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(6). The customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. Additionally, vyaire medical processed warranty claim for p/n 71597a, turbine drive pcb, qty (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.